Manufacturer narrative:
The patient involved in this complaint is a male (B)(6) at the time of the initial procedure. The patient was enrolled in the observational cohort study and underwent subchondroplasty on (B)(6) 2015. The patient's weight was (B)(6). The patient had prior medical history of pulmonary embolism and had started on warfarin in (B)(6) 2013. The patient was initially evaluated by dr. (B)(6) and diagnosed with a degenerative medial meniscus tear and insufficiency fracture of the medial tibial plateau. The patient failed to respond to conservative treatments including corticosteroid injections, nsaids, activity modification and weight loss. The patient elected to under go arthroscopy to treat the medial meniscus tear along with a subchondroplasty procedure to treat the insufficiency fracture. Prior to the procedure, the patient reported a knee pain level of 5/10. During the procedure performed by dr. (B)(6) on (B)(6) 2015, an accuport was placed using fluoroscopic guidance into the medial tibial plateau in the region of the insufficiency fracture identified on the MRI. A total of 5 cc of accufill material was then injected and allowed to cure while the portals were created for the arthroscopy. Significant amounts of inflammatory tissue was noted in the notch, however, the acl and pcl were intact. A partial thickness tear was noted in the white zone of the lateral meniscus which was resected using an arthroscopic shaver. Grade I-ii changes were noted on the lateral femoral condyle and tibial plateau. Debris and cartilage was noted in the lateral and medial gutters which was resected. A small synovectomy was performed. Grade iii-b changes were noted on the surface of the patella with grade I-ii changes on the trochlea. Grade iii-c changes were noted along the entire weight-bearing portion of the medial femoral condyle with grade ii changes on the medial tibial plateau. There was also a medial meniscus root tear with degeneration toward the body. Approximately 2/3 of the medial meniscus was resected back to a stable base. The accuport was removed following the arthroscopy and final x-ray images were obtained to confirm proper placement of the accufill. The patient was placed on full strength coumadin for dvt prophylaxis. No complications were noted with the procedure. The patient reported only a slight improvement in pain scores from 5/10 preop to 3/10 at 6 weeks, 3/10 at 3 months and 4/10 at six months. The patient reported an improvement in ikdc scores from 23 preop to 36 at 6 months. However, during a follow-up clinic visit on (B)(6) 2016, the patient reported an increase in knee pain to 6/10. Radiographs obtained during the visit were normal. An MRI was obtained which demonstrated a new area of bone marrow edema present in the medial femoral condyle. Dr. (B)(6) suggested this was a result of progression of the patients disease in the medial joint. The patient had tried prior injections of kenalog in knee at 8 months and 1 year after the procedure with little benefit seen. Dr. (B)(6) recommended, given the patients continued symptoms, size and varus deformity, that he see his partner, dr. (B)(6), for consultation for a total knee replacement. The patient elected to undergo total knee replacement with dr. (B)(6) on (B)(6) 2016 for right knee osteoarthritis and failed chondroplasty. During the procedure, dr. (B)(6) noted severe end-stage, bone on bone osteoarthritis with proximal tibial deformity and subchondral collapse of the proximal tibial medial condyle. After the tibial resection was performed, a depression was seen in the resected surface where the prior accufill injection was performed. Any unstable material was curetted in an area of 2 cm x 2 cm. A 3.5 mm cortical screw was placed into the defect along with 50 ml of cancellous allograft chips. The remainder of the procedure was performed without any reported complications. At 2 week and 6 week follow-up visits the patient appeared to be progressing normally with no new complications. Dr. (B)(6) reported the osteoarthritis progression which led to the total knee replacement as an adverse event as part of the clinical study documentation. Dr. (B)(6) indicated that the adverse event was definitely related to the device and the procedure. Device not returned.

Event description:
Adverse event related to scp procedure and device. Subject underwent surgery (B)(6) 2015 for a right knee medial tibial plateau fracture. During clinical visit (B)(6) 2015, dr. (B)(6) reviewed radiographs which continued to show nondisplaced fracture of the subject¿s right medial tibial plateau; however cortical lines of the fracture were able to be visualized on x-ray at this time which was not seen on prior x-rays; subject rated pain at 1/10. At a follow-up visit on (B)(6) 2015 dr. (B)(6) reviewed a CT scan and MRI of the right knee, for which he found new edema within the medial femoral condyle concerning for insufficiency fracture. An unloader brace was recommended and potential tka was discussed at this visit; subject rated pain at 2/10. Subject was seen (B)(6) 2016 by dr. (B)(6), where he reported worsening pain at 4/10. Subject reported pain was better than it was prior to surgery, but still not at an acceptable level long-term. Subject underwent right knee aspiration and injection (B)(6) 2016. Subject was referred to dr. (B)(6) on (B)(6) 2016, where end-stage arthrosis of the right knee medial compartment was diagnosed and a tka was decided upon. Total knee arthroplasty was performed (B)(6) 2016 by dr. (B)(6) without incident. Dr. (B)(6) reported this adverse event as osteoarthritis with a fracture, definitely related to scp procedure and device.